Event description:
It was reported that during surgery, the anchor pulled out while implanting. Anchor was stuck on the inserter therefore anchor pulled out during surgery. When anchor release slide was pulled down, the surgeon couldn¿t turn the tension knob. Another device was used to complete the procedure. Upon device return, it was found that the anchor was fractured. The following report is in regards to the fractured anchor. No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Visual examination of the returned products identified the product was received and evaluated against the complaint. Product was returned with significant signs of use in the form of a fractured anchor. The anchor is still in place on the tip of the inserter and cannot be removed. There is a large amount of residue at the base of the anchor and covering the shaft. The prongs of the inserter tip appear to be bent inside of the anchor. The adjustment knob turns freely and does not extend/ retract the shaft. The handle was disassembled which revealed that the weld securing the knob to the end of the shaft had fractured. There is a significant amount of residue on the shaft inside of the handle, too. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.